Event description:
The customer reported diluent fluid leaked onto the counter involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the unit. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the torn tubing leaked diluent. The fse replaced the tubing and successfully completed controls within specification. The fse noted the volume of liquid was a small puddle on the counter below the instrument. The fluid leak occurred at the valve fitting where diluent is delivered to the white blood cell (wbc) and red blood cell (rbc) baths. The tubing was worn at the fitting due to regular use. The leak consisted of diluent as the fse noted that particular fitting line delivers only diluent. The fse replaced the tubing to resolve the issue. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).